Manufacturer narrative:
No information available for the occupation of the initial reporter or whether they are a healthcare professional. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: cable disconnection. Based on the results of the investigation, it is likely the following led to the malfunction: the e216 error occurred because communication failure occurred due to cable disconnection. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the subject device showed an e216 error code. The issue occurred at inspection for use. There were no reports of patient harm.